Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that site was having difficulty tracking their instruments while navigating. Issue was partially resolved by removing metal from field, repositioning tracker, and re-registering the patient, but surgeon still felt "a little off". There was no impact to patient. The site was using the original patient tracker with sticker, gel pad, and metal frame without headstrap. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the 3d model looks great. The full patient head was provided in the scan, but the trace pattern only went slightly above the brow. Surgeon traced down by temples on one side and points seemed to collect under the skin. If information is provided in the future, a supplemental report will be issued.